Event description:
It was reported that on the 6th day of npwt utilizing a pico7, it was noticed all indicator lamps solidly illuminated and the pump was not working. It was unclear when it occurred. The treatment was continued with a backup pico 7. No patient harm. No delay was reported. The device will be returned for investigation.